Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the syringe was bent with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: the syringe is bent (clearly visible), it is not usable.

Manufacturer narrative:
H.6. Investigation summary: one loose 1ml ll syringe with a customer¿s added luer attachment and tip cap, along with an opened blister package from batch #9210922 (p/n 309628), was received inside a sealed plastic biohazard bag. The sample was visually evaluated through the bag. Clear liquid residue was observed inside the fluid path of the syringe. The plunger was found drawn to 1.0ml marking. The barrel was observed to have severe damage at approximately 0.33 ml mark, resulting in a bend around that location. The plunger rod was also observed to have a slight bend at a spot that matches the location of the damage on the barrel. It is difficult to tell the potential root cause for the damage observed in the barrel. It is possible the product was damaged during the syringe manufacturing process. However, since the product had been manipulated and undergone additional assembly processing after leaving the manufacturing plant, it is also possible the damage occurred during this additional processing. Based on the information available today, it is not possible to conclude that downstream manipulation of the product did not cause the damage observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use it was discovered that the syringe was bent with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from french to english: the syringe is bent (clearly visible), it is not usable.